Manufacturer narrative:
Additional, changed, and/or corrected data: d1; d2a; d2b; d3; d4; g1; g4.

Event description:
Healthcare professional reported right side seroma via biopsy. Device has been explanted.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Healthcare professional reported right side seroma via biopsy. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The device related to the reported event seroma was received on november 03, 2025, with lot number 2361811. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ seroma: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases, wear abrasion and an opening) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported ¿seroma test, biopsy report¿. This record is for the right side. Device has been explanted. Device has been received.